Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the user put the device on o2 tank and the manometer jumped to 40 cent and the ventilator did not cycle or ventilate there was no additional information provided.

Manufacturer narrative:
Corrected data: event date updated. In use with patient. No adverse effects. Pip increase to 40 for 3 breath cycles, immediately removed from patient and bagged.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, multiple damaged components were found. The problem source is user interface. DHR review was done, no issues related to the original complaint were found.